Event description:
An endeavor resolute rx drug-eluting stent, length 30mm, diameter 2.75mm was intended to treat a lesion in a pt. It was reported that the stent became damaged during use in the pt. No pt injury occurred.

Manufacturer narrative:
(B)(4). Eval: failure to deliver stent, stent deformation. Root cause unk. Eval summary: the device was returned to medtronic (B)(4) for eval. The stent was positioned on the balloon as per specifications. A number of struts on the 10th distal stent segment were raised, deformed and pulled distally. The 9th and 15th proximal segments were slightly deformed. The 5th and 9th distal segments were slightly deformed. The distal tip was damaged and pinched on one side.